Event description:
It was reported that during a surgical procedure the customer experienced arching at the tip of the electrode. Upon inspection, they noticed a break in the tip of the electrode, they replaced the electrode and finished the case without issues. No pt harm reported. It was reported that the surgeon using the loop had bent the tip slightly before the case because he did not like the angle of the loop.

Manufacturer narrative:
The electrode was returned with the loop fractured in the center of the wire. It appears to be a clean break. The fracture does not appear to be caused by an electrical short; there is no evidence of arching or too much power being applied. It was known by the sales rep that the customer used a valley lab generator, model unk, set at 220 cut / 120 coag. The sales rep was also told by one of the staff that the surgeon had bent the loop on the electrode since he did not like the angle of the loop. Although he cannot be certain this bending or manipulating of the loop may have weakened the wire which may have lead to the wire fracturing. The entire wire loop is accounted for, no parts or pieces are missing. We will continue to monitor the complaint data base for further occurrences. At this time we are considering this to be an isolated occurrence.